Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: it was noted that the bolus button is punctured and was leaking during testing. There was no damage found on the keypad and none of the buttons were responding to the presses. The keypad was removed and no damage was found to the button contacts. Pump was opened and moisture damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.